Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim gastrointestinal/pelvic floor it was reported that the patient had a possible reaction to the ins and that redness was reported at the ins site. Patient was started on antibiotic and culture was taken and it was negative. Ins was explanted. No further complications were noted or anticipated.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 3889-28, lot# va1k0kw, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was seen by the physician and the redness was getting better. They were going to follow-up with an allergist if needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-12-04 information was received by a manufacturer representative (rep) from an healthcare provider (hcp) that one of the hcp's patients may be allergic to the material of the implantable neurostimulator (ins). The hcp was sent the material specific information regarding the ins. On 2018-01-02 additional information was received from a healthcare professional (hcp). The patient information regarding the event was provided. It was reported that an allergy testing was in progress to resolve the potential allergic reaction but the reaction has not been resolved yet. There were no further complication reported or anticipated.